Event description:
According to the customer phone call, on (B)(6) 2025, "the head of the bed slammed down at 2am causing neck pain. He had to go to the ER and have x-rays done which showed no injury. An MRI was later performed and showed no structural damage, but there is soft tissue damage and bruising. He is going to physical therapy for the neck pain."

Manufacturer narrative:
According to the customer phone call, on (B)(6) 2025, "the head of the bed slammed down at 2am causing neck pain. He had to go to the ER and have x-rays done which showed no injury. An MRI was later performed and showed no structural damage, but there is soft tissue damage and bruising. He is going to physical therapy for the neck pain." No additional information at this time. It has been determined that the reported event caused or contributed to serious injury requiring medical intervention, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted. Component code g: bed frame/head of bed.